Manufacturer narrative:
Follow up 03/29/2016 device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, there was contamination inside the charger. The cause of the inability to properly charge is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Device manufacture date: charger: 07/03/2012. Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
On (B)(6) 2016: the charger/modem used with the battery during the time of the event was also returned indicating that it would not charge properly. A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.